Event description:
Two endeavor sprint rx drug-eluting stents were implanted in the proximal rca as part of the index procedure. Pt was discharged the day after the index procedure. The patient's cardiac status at 30 day follow-up was silent ischemia. Seven weeks later, a non-target vessel revascularization was completed, with an endeavor sprint rx drug-eluting implanted to the proximal lcx. The pt was asymptomatic at 6 month follow-up stage and had stable angina at the 2 year follow-up stage. Approx 2 years, 8 months after the index procedure a sudden death occurred. No further info was provided. The investigator did not assess the relationship of the event to the study stent. (Ref MFR # 9612164-2011-00270, and 9612164-2011-00272).

Manufacturer narrative:
(B)(4). Eval: (death), (root cause undetermined).